Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had a broken handle. There was no patient involvement.

Manufacturer narrative:
It was reported that during installation performed by a getinge field service engineer (fse) the cardiosave iabp had a broken handle. The local distributor was contacted to see if another unit was available for replacement but there was not. Therefore, a new unit was sent to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d4, h4.

Event description:
N/a.